Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15483558 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during prep of the orbit galaxy complex xtrasoft 3x6 coil (640cx0306/15483558) an air bubble was produced in the hub and the air could not be purged out of the device using a trufill dcs syringe ii. The orbit galaxy was replaced for a new orbit galaxy, and it was purged using the same syringe without any difficulties. Afterwards, the coil embolization procedure of an unknown vessel was completed with no further issues. There was no patient injury reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. It is not known if the luer activated valve (lav) packaged with the device was used. No leak or "saline splayed out" was observed during the event. The connection was checked for proper seating/fitting. There were no damages noted on the device after the event. All the products were stored, handle and prep per labeling instructions and prior to connecting and during prep, the syringe or coil delivery system were not damaged. After disconnecting the coil delivery system, no damages were noted on the syringe or delivery system. During prep, a dedicated saline source was utilized to fill and prep the syringe, and prior to connecting to the coil hub, all the air was removed from the syringe. The connector was checked for proper seating/fitting on the delivery system hub. After the reported event occurred, no other damages were noted on the coil, delivery system or hub. A review of the manufacturing documentation associated with lot 15483558 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It was reported that the device is not available for analysis. Without the return of the device for analysis, no conclusion can be made regarding the reported inability to completely purge the air from the orbit system during prep. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that during the coil embolization procedure of an unknown vessel (vessel/aneurysm characteristics unknown), an air bubble was produced in the hub and the air could not be purged out of the orbit galaxy complex xtrasoft coil 3 x 6 ((B)(4)) using a trufill dcs sryinge ii ((B)(4)/lot unk). The galaxy was replaced for a new galaxy, and it was purged using the same syringe without any difficulties. Afterwards, the procedure was completed with no further issues. There was no patient injury reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. No leak or saline splayed out observed during the event. There were no damages noted on the complaint product after the event. All the products were stored, handle and prep per labeling instructions and prior to connecting and during prep, the syringe or coil delivery system were not damaged. After disconnecting the coil delivery system, no damaged were noted on the syringe or delivery system. During prep, a dedicated saline source was utilized to fill and prep the syringe, and prior to connecting to the coil hub, all the air was removed from the syringe. The connector was checked for proper seating/fitting on the delivery system hub. After the product failure occurred, no other damages were noted on the coil (unraveled/stretched), delivery system or hub. The complaint product is not going to be returned for evaluation.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.